Event description:
On (B)(6) 2012 was started on half weight bearing and in (B)(6) 2012 placed on full weight bearing. On (B)(6) 2012, surgeon found the distal locking bolt was broken. Via x-ray.

Event description:
This report is #2 of 3 for the same event reported under complaint (B)(4).

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient status post pfna ii nail and bolt implantation on (B)(6) 2012 was started on half weight bearing and in (B)(6) 2011 placed on full weight bearing. On (B)(6) 2011, surgeon found the distal locking bolt was broken via x-ray. On (B)(6) 2012, surgeon found the pfna ii nail was broken at the proximal part. Patient was returned to the operating room on (B)(6) 2012 hardware was removed and patient was revised to bha. After the procedure the follow up was without any problems. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to a device marketed in the USA. The dimensions of the locking bolt, as far as measurable, were checked by using a sliding caliper and found to be in accordance with the technical drawing of the producer and ao/asif specifications. The light green anodized locking bolt is made of ti-6al-4v titanium alloy. According to the raw material inspection sheet and the manufacturer papers, the alloy complies with the international standards iso 5831-3 and astm f136. The locking bolt broke approximately 14.5mm below the screw head at the fifth pitch. When examining the fracture surface, screw head, of the locking bolt by scanning electron microscope, sem, the initial fracture zones, the fracture behavior and the final fracture zones could be identified. Fatigue striations were observed in the crack propagation zone and over a sizable area. The presence of these striations is a clear indication of a fatigue failure. The fracture surface shows a forced fracture with dimples, residual forced fracture, of approximately 65 percent on the fracture surface. Sem observations and findings indicate that the locking bolt failure was caused by fatigue and overload - dynamic bending. The locking bolt had to absorb and neutralize forces that have been greater than the tolerable load. Prolonged mechanical stressing and overload led to the fatigue failure of the locking bolt. No evidence of material or manufacturing defects could be found.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used as treatment. Correction - from: on (B)(6) 2012 was started on half weight bearing and in (B)(6) 2011 placed on full weight bearing. On (B)(6) 2011 surgeon found the distal locking bolt was broken. Via x-ray. To: on (B)(6) 2012 was started on half weight bearing and in (B)(6) 2012 placed on full weight bearing. On (B)(6) 2012 surgeon found the distal locking bolt was broken. Via x-ray: information found during record review.